Event description:
During service by baxter technician the device failed accuracy test with under delivery. Per service shop, the hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -17.5% from the desired amount. A corrective and preventative action has been initiated.